Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-03087. It was reported that a rotawire became separated and the burr catheter became stuck on the lesion. A 75% stenosed ,10mm length and 3.5mm vessel diameter target lesion was located in a severely tortuous and moderately calcified proximal right coronary artery. A 1.50mm rotalink¿ plus and a 325cm rotawire floppy were used in a percutaneous coronary intervention. First ablation was done at 180,000 rpm for 10 seconds. The second ablation was done at 180,000 rpm for 10 seconds. During procedure, it was noted that the ablation speed decreased to 15,000 rpm and the burr became stuck on lesion. It was further noted that the stall lamp was illuminated. Furthermore, the burr was turned upside due to tortuousity of the lesion and observed that the burr came into contact with the rotawire. The rotawire was noted to have separated at the distal side of the lesion and was retrieved with the snare. The rotawire was removed from the patient. The procedure was completed with this device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The returned device has the distal end broken and the wire was kinked. The visual and tactile inspection of the device and noted that the device was fractured in two sections. Moreover, the distal end was kinked at 5.8 cm approximately from the distal end, and the spring tip was kinked. The device was sent for external analysis (mtac lab) to determine the fracture failure mode. Following mtac analysis, it was noted that the failure of both samples occurred due to a fatigue event followed by a bending overload. Also, both samples exhibited the same failure mode with corresponding characteristics suggesting a match between them. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-03087. It was reported that a rotawire became separated and the burr catheter became stuck on the lesion. A 75% stenosed ,10mm length and 3.5mm vessel diameter target lesion was located in a severely tortuous and moderately calcified proximal right coronary artery. A 1.50mm rotalink plus and a 325cm rotawire floppy were used in a percutaneous coronary intervention. First ablation was done at 180,000 rpm for 10 seconds. The second ablation was done at 180,000 rpm for 10 seconds. During procedure, it was noted that the ablation speed decreased to 15,000 rpm and the burr became stuck on lesion. It was further noted that the stall lamp was illuminated. Furthermore, the burr was turned upside due to tortuousity of the lesion and observed that the burr came into contact with the rotawire. The rotawire was noted to have separated at the distal side of the lesion and was retrieved with the snare. The rotawire was removed from the patient. The procedure was completed with this device. There were no patient complications reported and the patient's status was good.